Event description:
Boston scientific received information that eleven days post implant, follow up of this right ventricular lead revealed loss of capture at maximum output settings. Lead dislodgement was suspected. A revision procedure was performed. This lead was repositioned successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.